Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a fractured stem. Patient complaining of pain.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The device history record and material certifications have been reviewed with no related deviations or anomalies found. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The returned devices were evaluated by depuy material science. The hip stem fractured due to low stress high cycle fatigue crack initiation and propagation. The hip stem was cyclically loaded beyond the material endurance limit, resulting in fatigue crack initiation and propagation. No material defects were observed in the hip stem that could have contributed to fracture initiation and/or propagation to failure. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. X-rays were reviewed, confirming the stem fracture. The device history record and material certifications have been reviewed with no related deviations or anomalies found. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.